Event description:
On (B)(6) 2011, pt reported the check button on the infusion device is not working correctly. Pt stated she has to press really hard on the button for it to return the piston rod on the device. Pt reported the check button works correctly every other time it is used. Pt stated even when priming the device, she does not have to press down really hard to start the prime. Had pt go through the change the cartridge process and use normal pressure to hold the check button until it said returning piston rod; piston rod did not start returning. Pt reported the button is raised but the button does not make a clicking sound. Pt stated the check button has not worked for about 3-4 months. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.